Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive sheath was selected for use. It was mentioned that the introducer sheath was used for the transseptal puncture, after which the needle and dilator were inserted. Once the farawave catheter was prepared and inserted into the faradrive sheath. During aspiration, air was noted from the sheath and fluid leak. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complication was reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.